Manufacturer narrative:
According to the available information the titan touch was implanted on (B)(6) 2020 and revised on (B)(6) 2021 to reposition and refill the reservoir. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of repositioning. Quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, revision/replacement of reservoir. Repositioned and refilled. No other adverse patient effects were reported.